Event description:
It was reported that the distal tip separated during use.

Event description:
It was reported that the distal tip separated during use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection revealed there was no tip damage present. There is no visual separation at the tip when the jaws are closed. The scissors were tested with a handle and the insert jaws opened/closed with no issues. The insert did not pop out or separate from the test handle. The blasé had no issue cutting. Possible root cause is that the product was not properly seeded to the handle. This would cause the insert to separate from the handle at the distal end when the handle at the proximal end is opened or closed. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.